Manufacturer narrative:
Citation: ross a et al. Complete thrombotic occlusion of tavr valve in patient with continuous flow lvad. Jacc march 21, 2017, volume 69, issue 11, presented on saturday, march 18, 2017. Earliest date of presentation used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 64 year-old female patient with history of a medtronic heartware left ventricular assist device (lvad) implant for non-ischemic cardiomyopathy in 2012 and a medtronic corevalve bioprosthetic implant for severe ai request in 2015. No product serial numbers were provided. The patient presented with dark colored urine and laboratory evidence of hemolysis. She was treated for lvad thrombosis with unfractionated heparin and eptifibatide. Cardiac computed tomography (CT) scan showed patent lvad outflow cannula but revealed complete thrombotic occlusion of the bioprosthetic valve. Transesophageal echo confirmed thrombosis of the entire bioprosthetic valve. The decision was made for operative management where the bioprosthetic valve was removed and replaced by a new non-medtronic valve, and the lvad pump was also replaced. Of note, the subvalvular region of the explanted corevalve was completely thrombosed, but the supra-annular region and the native aortic root were free from thrombus. The patient recovered well and there was no evidence of significant hemolysis postoperatively. No additional adverse patient effects or product performance issues were reported.